Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller stated infusion set was leaky at the area of the 'disc holder.' Caller reported the patient's blood glucose level went up to 450 mg/dl; was able to get her blood glucose level under control by herself. No adverse event reported. Requested return of the alleged infusion set for evaluation.